Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer had symptoms such as being achy and angry. The customer stated that he changed out his infusion set and reservoirs and still had high readings. The customer was advised to obtain an alternative method of delivering insulin. The customer was advised to call back for assistance with high blood glucose readings.